Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: not applicable. Ruptures were discovered during a revision procedure. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with unspecified mentor gel breast implants. During a revision procedure on (B)(6) 2020, the patient underwent bilateral explantation and both removed devices were discovered to be ruptured. The patient was replaced with 415cc mentor memorygel breast implants (catalog number shpx415, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's left-sided device.